Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4).

Event description:
On (B)(6) 2009, this patient underwent endovascular repair of a thoracic aortic aneurysm using two gore® tag® thoracic endoprostheses (tg3420/06608439, tg4020/06530001) and non-gore device (talent, at most proximal). Preoperative aneurysm diameter was 60 mm. Axillo-axillary bypass was made before the procedure to maintain blood flow because the physician planned to cover the left subclavian artery. The devices were implanted as planned. The patient tolerated the procedure. After the procedure on the same day, the patient developed cerebral infarction. Therefore medications were given to the patient, and rehabilitation was started. On (B)(6) 2009, the patient transferred to another hospital with the infarction remained. The diameter of the aneurysm was 55 mm. Follow-up was discontinued after that, so no further information was available.